Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify weak battery alarm and failed battery test due to blank display. Device received with broken battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting steps were performed for blank display. Customer was advised insert new battery and they reported display returned. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. Customer was advised to remove battery for ten minutes and ask to insert a new battery. Customer stated that the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.